Event description:
The customer reported via phone call that the insulin pump alarmed button error and had a frozen display. The customer's blood glucose was 287 mg/dl. The customer stated that she was trying to bolus and found that the keypad was unresponsive. She changed the batteries and received the button error. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No frozen screen was noted. The unit was received with a button error alarm and had unresponsive buttons due to corroded keypad traces. The insulin pump had a cracked liquid crystal display window, cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.